Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the amount of air/water supplied was insufficient due to clogging of the air/water nozzle, due to insufficient handling the air/water nozzles were clogged and the draining function was reduced, there was a foreign object inside the nozzle, dirt was found on the scope connector that was difficult to remove, the bending angle was insufficient due to elongation of the angle wire, the angle knob had play, the curved rubber adhesive was cloudy, the objective lens adhesive was cloudy, and the lighting lens adhesive was cloudy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a poor water supply. The issue was found during pre-use inspection for an unknown diagnostic procedure. Inspection and testing of the returned device found a clogged nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that foreign matter (such as gauze fibers) that exceeds the inner diameter of the nozzle got into the air/water supply pipe and caused clogging due to handling by the user. Olympus will continue to monitor field performance for this device.